Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were experienced during evaluation. They were caused by a damaged door and door hook. The door and hardware were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported, there was no patient injury.